Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs and confirmed the controls and kinetics looked good for this wl. Pas concluded the sample was either low target or mishandled. Hologic technical support (ts) informed customer of these findings to customer, and a letter was sent to customer per their request. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) , aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 010208-20210407-01, using assay lot 289484 on panther plus instrument sn (B)(4) which had a discrepant sample. The initial positive result was reported to the physician who had another specimen collected from the same patient about 24 hours later. This newly collected sample was tested on the roche platform with a negative result. Customer had not tested the recollected sample on the panther. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of which result was reported to the patient.